Event description:
It was reported that the customer received an auto-off alarm. The customer cleared the alarm and immediately resumed insulin delivery. The customer had not interacted with the pump for 12 hours. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off)." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.